Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead was being repositioned due to unacceptable capture thresholds. During the repositioning, the helix on the lead was unable to br extended. The lead was not used, and a new lead was implanted. The patient was stable throughout and post procedure.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed while the helix difficult to extend was confirmed. Analysis was normal. No anomalies were found. The cause of helix difficult to extend was isolated to the helix being clogged with body fluid.